Event description:
Infusion pump hooked up to pt, line clamped. Infusion pump infused fluid despite clamped line. No occlusion alarm sounded and infusion not stopped with occlusion. End of hickman catheter blown off due to pressure.